Event description:
It was reported that the patient experienced a change in therapy effect; decrease in efficacy was noted. The pump contained hydromorphone and clonidine. A volume discrepancy was noted; the actual residual volume of 6 ml was greater than the expected residual volume of 1.3 ml. The pump logs were read; no stalls or recoveries were noted. Troubleshooting was being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).